Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The 75% stenosed lesion being treated was located in the moderately calcified, mildly tortuous mid left anterior descending (lad) artery. The lesion was predilated with a 2.5 x 15mm non-bsc balloon, inflated to 10atm. The physician placed the 2.75 x 16mm taxus express2 drug eluting stent, inflated to 12 atm for 60 seconds. The physician was unable to remove the stent delivery balloon so a second inflation was made, inflated to 6atm for 9 seconds. The physician pulled negative, dep seated on the guide catheter and pulled hard to remove the stent balloon. A lot of resistance was felt. Total removal time took 6 mins. Stent was well apposed. No patient complications were reported.